Manufacturer narrative:
Complaint confirmed. The device was not returned but a picture was provided, which shows that the central peg broke off from the plate at its base. The cause is unknown and cannot be determined without the device, however, a likely cause is user-applied mechanical forces.

Event description:
It was reported that the vaultlock trial broke when trying to remove from glenoid and the version rod is bent. Fragment was removed and case was completed without further issue.